Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead remains in service and will be scheduled for replacement. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that noise was noted during multiple non-sustained episodes on the pace and shock channels of this transvenous lead. The noise did cause oversensing. The patient was in complete heart block and 2:1 heart block in these cases, with some episodes resulting in 3 or 4 seconds of pacing inhibition. The patient also reported feeling lightheadedness, however the symptoms could not be correlated to the episodes. The lead will be scheduled for replacement by the physician in the future. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the lead was surgically abandoned. No adverse patient effects were reported.